Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the (B)(4) silicone intraocular lens was inserted and removed due to lens dislocation. The original incision was enlarged in order to remove the lens. No sutures were necessary. Add'l info was requested, but not received to date.